Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, the likely cause of the event is attributed to the peristaltic pump tubing. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported system check failed while analyzing patient samples involving the access 2 immunoassay system. The customer indicated patient results were not impacted and not released from the laboratory. There was no patient injury or change in patient treatment associated with this event. The customer stated quality control (qc) was within range. The customer performed system troubleshooting and replaced the aspirate probes, but system check continued to fail. The customer then replaced the peristaltic pump tubing and resolved the issue. System check was repeated and passed within instrument specifications. No further issues were reported. The instrument was returned to normal operation.